Event description:
The customer reported that the device jaws were applied to tissue and could not be re-opened. The site contact was not able to provide info as to the method of removal. The surgeon opened a second device and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.